Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance was noted in bipolar ventricular programming. The physician reprogrammed to unipolar and voo to resolve the issue. During another follow-up, fluoroscopy revealed the lead was fractured. The lead was capped and replaced with good electrical measurements. The patient is in stable condition.